Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 05 - attachment: [10-31-2017 ftl supplemental 05.xlsx]

Manufacturer narrative:
Date sent to FDA: 06/18/2021 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 22

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 4/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to the FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 02/18/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 04/21/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to the FDA: 02/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. If the device or further details are received at the later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ 117. Prolene polypropylene mesh - 86. Prolene soft polypropylene mesh- 25. Ultrapro mesh - 4. Vicryl polyglactin 910 mesh ¿ 1.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 concurrently with right salpingectomy, robotic assisted sacrocolpopexy, right hydrosalpinx removal and lysis of adhesions and the mesh was implanted. It was also reported that the patient experienced pain and erosion of internal bodily tissue. The patient also experienced pelvic and vaginal pain and sui and underwent a removal of mesh on (B)(6) 2015. No further information is available.

Manufacturer narrative:
Date sent to FDA: 06/23/2018 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 04 - attachment: [10-31-2017 ftl supplemental 04.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 02 - attachment: [10-31-2017 ftl supplemental 02.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037 reporting period (B)(6) 2017 through (B)(6) 2017 supplemental 01 *includes 57 initial files omitted from (B)(6) 2017 submission: prolene polypropylene mesh - 6 prolene polypropylene mesh unknown - 41 ultrapro mesh - 5 vicryl polyglactin 910 mesh ¿ 5 - attachment: [(B)(6) 2017 ftl supplemental 01.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 03 - attachment: [10-31-2017 ftl supplemental 03.xlsx]